Event description:
I'm a (B)(6) single mom who has a (B)(6). I work full time and go to school part time. I have had no prior history of any gynecological problems. Essure seemed to be the best option for me because the down time is very little and I was told the side effects would be minimal. Well was I wrong. I have gone for having my period for 1 day and a half to 8 days bleeding through a super tampon and a pad every 2-3 hrs. Beside the fact that the cramping, bloating, gas was so intense. I would be taking 1000 mg of ibuprofen way to often. Shortly after having the implant, I had seen my gyn for a post-op visit. I had explained all my symptoms including fatigue, unexplained muscle aches, increased irritability, and the occasional nausea. Her and I chalked it up to the fact it had only been a month. Almost 3 and a half months later, I had gone in for the barbaric hsg confirmation test only to find out one fallopian tube is blocked and the other is only 10% blocked. I had cried in agony to my gyn to remove these implants. On wednesday (B)(6) 2015, I will be going to my gyn's office to talk and set up a hysterectomy, since that seems to be my only option of returning to some sort of normalcy. Just this past saturday, I had seen my hairdresser for whom I have been going to for 8 yrs asked me if I noticed my hair getting thinner. Just another side effect to the essure implants. I am way to young to have to be going through such a horrible, false advertising device.